Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the root cause cannot be identified. Olympus has confirmed that the user used simethicone and it has been presumed that the foreign material is simethicone. There was no deviation from the IFU in reprocessing steps. Additionally, there was physical damage found at the location of the foreign material point. A definitive root cause cannot be determined. The suggested events are detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign material in the auxiliary jet channel and air/water channel. There were no reports of patient involvement.